Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white component damaged one of the orifices of the hose is defective. When did the incident occur? During use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the samples. Analysis of the sample showed that there were several physical parts received from the customer and the union of the fitting component to the tube has a white stain which is caused by the solvent. Bd determined that the cause of the failure was the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.